Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting a uv flash transfer set to a titanium adapter during the installation of a catheter. The patient adapter of the uv flash transfer set rotated during the connection. There was no allegation against the titanium adapter. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.